Event description:
I had essure placed in (B)(6) 2011. It was a very painful experience. I started having side effects about 4 months latter which include: severe pain, heavy bleeding, periods lasting 2-3 weeks with usually only a 3-5 day break between, dizziness, nausea, fainting, headaches, extreme weight loss, seasonal allergies, endometriosis, continual uterine infections, heavy discharge, low sex drive. I had my fallopian tubes along with coils removed in (B)(6) 2013, when examining the coils doctor found that implanting doctor left implantation tools in my fallopian tubes also. I felt fine for about 6 months after the removal but now have all the same symptoms back. I have to take birth control pills, pain pills, and allergy medication daily and have been hospitalized due to recuring uterine infections. My doctor suggested I have a hysterectomy but cannot afford it due to no insurance, so I have to live every day being in extreme labor like pains and constantly sick due to infections.